Manufacturer narrative:
The root cause of the low pump flow was determined to be a fractured impeller blade. However, as fluoroscopic imaging of the pump was not provided, a definitive root cause for the blade fracture could not be determined. The failure mode will be monitored and trended.

Event description:
An elderly patient was admitted with multivessel coronary artery disease and was turned down by the cardiothoracic team for surgical intervention. As a CABG was not permitted the patient had a planned high risk coronary angioplasty. The team made the choice to place an impella cp for hemodynamic support. Due to low pump flows during the support, the pump was explanted and replaced. The angioplasty proceeded, the pump was explanted, and the impella access site closed. When the cp pump was returned for analysis of the low flows, the impeller was observed to be damaged.